Manufacturer narrative:
The complaint of black material at the tip of the needle cover was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed the distal end of the needle cover with a dark colored material near the tip. The composition and source of the material could not be determined from the returned photograph. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd iag bc pro global foreign matter in the cap. The following information was provided by the initial reporter, translated from japanese to english: it was reported that after opening the package and removing the cap, there was a black foreign matter found at the tip of the cap.